Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation revealed that the patient's right ventricular (rv) lead exhibited high capture thresholds and failure to capture. The rv lead was explanted and replaced. The patient was stable.